Event description:
Edwards received notification from italy that a patient with a 7300tfx29 valve implanted in mitral position underwent a valve-in-valve intervention after an implant duration of approximately 2 years and 5 months due to degeneration leading to stenosis. A 29mm transcatheter valve was successfully implanted within the edwards surgical valve.

Manufacturer narrative:
H11: additional manufacturer narrative: the implant date is known only as "2022". Therefore, (B)(6) 2022 is being used to calculate the minimum implant duration. The subject device is not available for evaluation as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
Added information to section a1(patient identifier), a2 (date of birth), a3a (sex), b7 (other relevant history, including preexisting medical conditions), e1 (title), e1 (first/given name), e1 (last name) and h6 (clinical code). Updated section b5 (describe event or problem), h6 (investigation findings) and h6 (investigations conclusions). H11: additional manufacturer narrative: the instructions for use (IFU) have been reviewed, and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported type of event is included in the IFU. Structural valve degeneration (svd) is a logical and expected consequence of the chemical, mechanical, and immunological processes associated with bioprosthetic heart valves (bhv) implantation. The common endpoint of all these factors is calcification and degradation. Svd is an acquired condition, intrinsic to bioprosthetic valves, characterized by deterioration of the leaflets or supporting structures, leading to thickening, calcification, tearing, or disruption of the prosthetic valve materials. These changes result in valvular dysfunction manifesting as stenosis and/or regurgitation with a consequent drop in hemodynamic efficacy of the valve. Prior investigations and extensive literature review have shown that svd is predominantly related to patient factors and implant duration rather than to manufacturing issues. Events related to device design, manufacturing, or use error tend to manifest at an earlier implant duration. Based on the information available, the most likely root cause is patient factors, including dialysis patient. There is no evidence to suggest an edwards manufacturing defect.

Event description:
Edwards received notification from italy that a patient with a 7300tfx29 valve implanted in mitral position underwent a valve-in-valve intervention after an implant duration of approximately 2 (two) years and 5 (five) months due to degeneration leading to severe stenosis (peak and mean gradient values of 38 and 23mmhg, respectively). The patient presented with hypertension and pulmonary edema prior to the intervention. A 29mm transcatheter heart valve was successfully implanted within the edwards surgical valve. The patient was reported to be discharged home after the procedure.